Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints identified during the searched period, which includes this event. A complaint history and lot history review through aware date of event for similar complaint was performed for lot number e935202. There were two (2) similar complaints identified during the searched period, which includes this event. A complaint history and lot history review through aware date of event for similar complaint was performed for lot number ey52b5. There were no similar complaints identified during the searched period. The analyte applicate manual for intact parathyroid hormone (ipth) states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrators in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings the investigation of the reported event is still in progress.

Event description:
A customer reported failing 2025 chemistry core 2nd event american proficiency institute (api) testing for intact parathyroid hormone (ipth) on the aia-2000 analyzer. The customer stated failure of sample (B)(6). The customer stated they used calibrator lot number e935202 and the current quality control (qc) lot number 1003710 and ipth cup lot number ey52b5. The proficiency results were sent to technical support specialist (tss) for review and tss confirmed the failure. Customer reported that the test cups have been properly stored and handled. The calibration for ipth was performed on 20may2025 prior to api testing and most recent calibration was 04jun2025. The customer reported no issue with any previous calibration and uses factory insert ranges. The customer also stated that on 06jun2025, quarterly maintenance cycle on the analyzer was performed after the api testing. The customer reached out to api for other documented issues within the peer group, no other issues were reported. Tss reviewed the customer provided calibration curves and explained to the customer that the calibration results provided was curved and not straight as it should have been prior to running the api 2nd event. The customer recalibrated after the api testing, the calibration curve was as expected. The customer stated they were going to ask api to send more samples for test. Tosoh quality lab passed all five proficiency samples for ipth. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a customer visit and confirmed the reported issue by review of the failed american proficiency institute (api) results. The fse began checking all temperatures and found the wash temp was not within acceptable range. The fse checked the alignment of the wash probes and found that wash probe number three (3) was loose in it's holder. The fse adjusted the wash temp from 40.3 c to 39.0 c and tightened wash probe number 3. The fse also cleaned the detector lens as well as cleaned and decontaminated the main arm sample nozzle. The customer ran two (2) api samples and both were within acceptable range. Fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-2000 analyzer is operating as expected. No further action required by field service. The most probable cause of the reported event was due to an alignment issue with probe number three, cause traced to component failure.